Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('at this time, the hysteroscope perforated through the posterior wall of the uterus//perforation of her uterus') in a 27-year-old female patient who had essure (batch no. 629140,624647-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anemia and female sterilization. Previously administered products included for birth control: depo provera from 2002 to 2005. Concomitant products included iron from (B)(6) 2015 to (B)(6) 2015 for anemia as well as omeprazole magnesium (prilosec) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In 2011, the patient experienced teeth brittle ("dental problems teeth brittle/ dental probs") and tooth fracture ("dental problem : breakage"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives/ allergy: rash/skin condition") and dermatitis allergic ("rashes or skin conditions type: rashes/ allergy: rash/skin condition"). In (B)(6) 2015, the patient experienced helicobacter infection ("infection (other) describe: h. Pylori"), pelvic pain ("pain / pelvic pain / pelvic region/ pelvic pain") and chest pain ("sternum area pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/ uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gain"). In (B)(6) 2015, the patient experienced headache ("migraines / headaches : headaches/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect.") And migraine ("migraine"). The patient was treated with pulled teeth. Essure treatment was not changed. At the time of the report, the uterine perforation, helicobacter infection, pelvic pain, chest pain, dyspareunia, dysmenorrhoea, urticaria, dermatitis allergic, vaginal haemorrhage, menorrhagia, teeth brittle, tooth fracture, headache, urinary tract infection, weight increased, abdominal pain, vaginal infection and migraine outcome was unknown. The reporter considered abdominal pain, chest pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, helicobacter infection, menorrhagia, migraine, pelvic pain, teeth brittle, tooth fracture, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 192 lbs. The patient did not have her essure removed,however, is currently planning for removal. Plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, vag. Infect., uti, dental probs., headaches, migraine, weight gain. Discrepancy noted in insertion date:(B)(6) 2009 and (B)(6) 2009(as per mr) left side: the coils were placed and five coils were noted to remain outside of the ostium. Right side: the coils were released and three coils were noted outside of the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: normal uterus. Essure devices in satisfactory position with effective occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Lot number reported (624647) is not valid. Lot number: 629140 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('at this time, the hysteroscope perforated through the posterior wall of the uterus//perforation of her uterus') in a 27-year-old female patient who had essure (batch no. 629140,624647-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anemia and female sterilization. Previously administered products included for birth control: depo provera from 2002 to 2005. Concomitant products included iron from (B)(6) 2015 to (B)(6) 2015 for anemia as well as omeprazole magnesium (prilosec) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In 2011, the patient experienced teeth brittle ("dental problems teeth brittle/ dental probs") and tooth fracture ("dental problem : breakage"). In october 2014, the patient experienced urticaria ("rashes or skin conditions type: hives/ allergy: rash/skin condition") and dermatitis allergic ("rashes or skin conditions type: rashes/ allergy: rash/skin condition"). In (B)(6) 2015, the patient experienced helicobacter infection ("infection (other) describe: h. Pylori"), pelvic pain ("pain / pelvic pain / pelvic region/ pelvic pain") and chest pain ("sternum area pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/ uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gain"). In (B)(6)2015, the patient experienced headache ("migraines / headaches : headaches/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect.") And migraine ("migraine"). The patient was treated with pulled teeth. Essure treatment was not changed. At the time of the report, the uterine perforation, helicobacter infection, pelvic pain, chest pain, dyspareunia, dysmenorrhoea, urticaria, dermatitis allergic, vaginal haemorrhage, menorrhagia, teeth brittle, tooth fracture, headache, urinary tract infection, weight increased, abdominal pain, vaginal infection and migraine outcome was unknown. The reporter considered abdominal pain, chest pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, helicobacter infection, menorrhagia, migraine, pelvic pain, teeth brittle, tooth fracture, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 192 lbs. The patient did not have her essure removed,however, is currently planning for removal. Plaintiff received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, vag. Infect., uti, dental probs., headaches, migraine, weight gain. Discrepancy noted in insertion date:(B)(6) 2009 and (B)(6) 2009(as per mr) left side: the coils were placed and five coils were noted to remain outside of the ostium. Right side: the coils were released and three coils were noted outside of the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: normal uterus. Essure devices in satisfactory position with effective occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Lot number reported (624647) is inv most recent follow-up information incorporated above includes: on 5-feb-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('at this time, the hysteroscope perforated through the posterior wall of the uterus//perforation of her uterus') in a (B)(6) year-old female patient who had essure (batch no. 629140,624647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, anemia and female sterilization. Previously administered products included for birth control: depo provera from 2002 to 2005. Concomitant products included iron from (B)(6) 2015 to (B)(6) 2015 for anemia as well as omeprazole magnesium (prilosec) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). In 2011, the patient experienced teeth brittle ("dental problems teeth brittle/ dental probs") and tooth fracture ("dental problem : breakage"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives/ allergy: rash/skin condition") and dermatitis allergic ("rashes or skin conditions type: rashes/ allergy: rash/skin condition"). In (B)(6) 2015, the patient experienced helicobacter infection ("infection (other) describe: h. Pylori"), pelvic pain ("pain / pelvic pain / pelvic region/ pelvic pain") and chest pain ("sternum area pain"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract/ uti") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ weight gain"). In (B)(6) 2015, the patient experienced headache ("migraines / headaches : headaches/ headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("vag. Infect.") And migraine ("migraine"). The patient was treated with pulled teeth. Essure treatment was not changed. At the time of the report, the uterine perforation, helicobacter infection, pelvic pain, chest pain, dyspareunia, dysmenorrhoea, urticaria, dermatitis allergic, vaginal haemorrhage, menorrhagia, teeth brittle, tooth fracture, headache, urinary tract infection, weight increased, abdominal pain, vaginal infection and migraine outcome was unknown. The reporter considered abdominal pain, chest pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, helicobacter infection, menorrhagia, migraine, pelvic pain, teeth brittle, tooth fracture, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. The patient did not have her essure removed,however, is currently planning for removal. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, vag. Infect., uti, dental probs., headaches, migraine, weight gain. Discrepancy noted in insertion date: (B)(6) 2009 and (B)(6) 2009(as per mr) left side: the coils were placed and five coils were noted to remain outside of the ostium. Right side: the coils were released and three coils were noted outside of the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: normal uterus. Essure devices in satisfactory position with effective occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Amendment: the report was amended for the following reason: case category amended to serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.